Manufacturer narrative:
Pump received with software error alarm, problem isolated to mother board. Pump received with cracked reservoir tube lip and cracked case near display window corners noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump was not delivering insulin as it should. Insulin pump passed displacement test. Insulin pump would be replaced due to customer not feeling comfortable with it.